Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported when the oncology department was pre-filled before use, it was found that there was a leak at the safety shield, involving three products. No other information was provided. This report addresses all three effected devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking infusion sets is unconfirmed because the problem could not be reproduced. Three 20 ga x 0.75 in. Powerloc infusion sets were returned for evaluation. One video of a powerloc infusion set was returned for evaluation. An initial visual observation of the returned samples revealed saline use residues throughout the three infusion sets. The needle cover was returned with each infusion set. An initial visual observation of the returned video showed a clear liquid being infused into an infusion set. The needle cover was observed to remain attached along the needle shaft. The clear liquid was observed to be coming out of both the distal end of the needle cover and the proximal end of the needle cover. Infusion of liquids into the device with the needle cover still attached along the needle shaft will cause the water path to move upward along the needle shaft between the needle shaft and the needle cover. This can make it appear like a leak is occurring at the proximal end of the needle shaft due to the needle cover being over the needle shaft. Because the returned infusion sets were observed to not have any leaks, the complaint of leaking powerloc infusion sets is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.